Event description:
It was reported that a patient underwent a bilateral laparoscopic tep inguinal hernia repair procedure on (B)(6) 2009 and mesh was used. The patient developed recurrent hernia on the right on unknown date. The patient underwent a re-operation on (B)(6) 2011. There is no recurrence reported for the left side.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.